Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that while doctor was removing plate # 627606 from patient. She had a non union and another femur fracture removal of 6 proximal screws went well, but three remaining screws seem to have been cold welded. Four screwdrivers/ blades broke when removing the screws, one of which remains in the plate.

Manufacturer narrative:
The reported event that a screwdriver bit t20, ao fitting was alleged of breakage could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The screwdriver tip broke because the screw was jammed into the plate, thus resulting impossible to remove with a standard screwdriver. This jam happened very likely because power tool was used during primary surgery for final screw insertion. The device inspection revealed the following: the tip of the screwdriver resulted evidently broken. The breakage feature is typical of overtorque. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The operative technique (ies-st-1 en rev 2 implant extraction set optech) was reviewed: ''the development of locking plate technology has led to ¿cold welding¿ of screws to the plates. [¿] warning: if screws are cold welded to the plate, carbide drills may be required.'' [Original statement(s)] the instruction for use (v15011 rev n 05-2016 instruments IFU ot-IFU-179) was reviewed: ''ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; [...] For your information, avail yourself of the training courses and publications offered by stryker (e.g. Operative techniques).'' [Original statement(s)] no indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that while doctor was removing plate # 627606 from patient. She had a non union and another femur fracture removal of 6 proximal screws went well, but three remaining screws seem to have been cold welded. Four screwdrivers/ blades broke when removing the screws, one of which remains in the plate.